Event description:
Material: 305122, batch#: 3055928. It was reported by the customer that the time of the injection in the patient, the solution was spraying out the plastic hub (blue plastic) sideways. This was also noted by other staff on 4 other occasions. Rcc received a complaint via email. Chc complaint reference#: (B)(4). Correspondence language: english. Cat# of product being complained: bd305122. Description of product: needle hypo bevel 25gx5/8in st 100ea/bx 10bx/ca. Lot or s/n: (B)(6). Complaint category: fail to function / defective. Rga number: reportable: no. Incident date: on (B)(6) 1980. Hospital complaint reference#: details of complaint (reported issue): at the time of the injection in the patient, the solution was spraying out the plastic hub (blue plastic) sideways. This was also noted by other staff on 4 other occasions. Supplier - please advise if you would like the product back as a sample for investigation. Our customer care team would like to know if they can proceed t credit the item. Incident date unknown.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up: it was reported the solution was spraying out of the hub. A device history record review was completed by our quality engineer team for provided material number 305122 and lot number 3055928. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received.